Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).

Event description:
A surgeon reported that following an intraocular lens implant procedure, glistenings have been observed in the lens. In a follow up a surgical coordinator reported there was no harm to the patient.